Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer that an error message of backup alarm failure displayed on a v60 device. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device onsite and was not able to replicate the problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.